Manufacturer narrative:
(B)(4), variable surgical energy. A field service engineer (fse) and a clinical development manager (cdm) were dispatched to the customer's site for further investigation for beam roundness, mode lock errors, and surgical energies. On 04-june-2010, the fse reported he replaced the sesam and was receiving random mode lock errors, which has no real connection to the floor vibration, however, a new type of shock absorber was installed under the feet of the laser. Different configurations, calibration settings, and alignment adjustments were performed to correct the issues, with little change. The fse proceeded to replace the oscillator, driver board, timing boards, amplifier, and galvo. After continued monitoring, adjustments, and replacement of parts the fse reported that he observed the laser all day on (B)(6)-2010 with regular gelling and no drift in the galvo. At this time no additional information has been provided by the customer.

Event description:
The intralase fs laser was used to create a corneal flap for lasik surgery. The customer is reporting the average bavc 10/10 with the average post operative bavc from 5 to 8 / 10.